Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer (fse) found that ghost failure icon. To create a fault for recovery, the remote manager was unlocked with the key and the door was opened. The customer was able to recover successfully, although the fse's login credentials did not work to access diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator failed. Customer stated that symbol was on the screen to "recover storage space", but nothing appeared on the list. User had no access to any medications in the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.